Manufacturer narrative:
One cadd® cadd-legacy® plus pump was returned for analysis. The customer's reported problem was "a pump that had undergone adjustment of the sensors issued a no message alarm. The customer replaced the cassette with a new one and attached it to the pump, and then the alarm stopped". Visual inspection found the pump with no physical damage. Inspection of the pump's event log revealed multiple no disposable messages. The pump was infused for 24 hours with a cassette. No alarming "no disposable" message was detected during the 24 hours of infusing. What caused the reported problem is unknown. Who caused the reported problem is unknown. The customer's reported problem could not be confirmed. No fault was found.

Manufacturer narrative:
(B)(6). This device is same and/or similar to a device approved for distribution in the us.

Event description:
It was reported that after undoing adjustment of its sensor, the pump issued a "no message" alarm. Medication was not able to be given to the patient. The cassette was replaced and the alarm stopped. No injury was reported.

Manufacturer narrative:
Device evaluation: one cassette sample was received in used condition without its original packaging. No discrepancies were observed when visualizing the returned sample. The sample underwent functional testing and the product was successfully attached to a cadd legacy plus pump without any alarms activating. It was also set to run without any difficulties. Production performs a 100% in process inspection, in order to verify for occlusions, check for kinked tubing, verify that the bag is properly placed, and verifies that the height of the arch of the pump tube is within specification. A review of the production floor inventory was also conducted, where a sample of units were tested and no discrepancies were detected during accuracy testing. Based on the evidence and investigation, the complaint allegation was not confirmed. No fault was found with the returned sample.